Manufacturer narrative:
Date rec'd by MFR: 18oct2019. Date of report: 23oct2019. The service technician confirmed the issue was resolved by upgrading software to 3.0. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device switches itself off automatically directly after turning it on. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported the device switches itself off automatically directly after turning it on. There was no patient or user harm reported.